Manufacturer narrative:
Product complaint#: (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: on (B)(6): the product was used on the entire pelvis. On (B)(6): bladder irrigation by puncture was performed. On (B)(6): discharged from hospital. The treatment and the patient's condition up to the procedure on (B)(6) are unknown since receiving notification of a urinary tract infection. Furthermore, the circumstances leading to the diagnosis of the urinary tract infection (such as blood test data or whether or not there was a fever) are also unknown. Doctor's opinion: this was the first time used interceed in this surgical procedure. The doctor believes that a leak may have occurred at the anastomosis site between the bladder and urethra, leading to a urinary tract infection since testing has not been conducted, it cannot be determined. This was the first time the product was used in this case, and that the urinary tract infection occurred within the period during which the product could be fully absorbed, there is possibility that the product inhibited the absorption of urine from the leak site. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. Was meticulous hemostasis performed prior to use of product? 7. What color was the interceed prior to closure? (If brown or black then hemostasis was not adequate). 8. Did the interceed come in contact with heme prior to use? 9. How was the product applied? One layer? Wadded? 10. What suture was used to close the uterine incision? (For instance, silk suture is much more reactive than other sutures to the surrounding tissues). 11. Was there excessive tissue desiccation (cautery use) at the site of interceed application? 12. Were other products (ie seprafilm, anti-adhesion products) used? 13. Were cultures or sensitivities performed? If yes, what were the results? 14. Please describe the patient manifestations of the reported infection (location, severity, appearance). 15. Please provide the onset date/time of infection from the initial surgical procedure. 16. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? 17. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? 18. How much and what type of drainage is present in this wound? (If applicable). 19. Please describe any medical intervention performed including medication name and results. 20. Were any pre-op cleansing procedures changed recently? If yes, please describe. 21. What is physician¿s opinion as to the cause of this event? 22. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? 23. What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a robot assisted radical prostatectomy procedure on (B)(6) 2026 and absorbable hemostatic barrier was used. During surgery, the patient developed an infection due to urine accumulating in the pelvis. The doctor commented that it cannot deny the possibility the absorption was inhibited because of interceed. The product was used on pelvis. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4).additional information: h6.additional information was requested, and the following was obtained:april 13th: the product was used on the entire pelvis.may 21st: bladder irrigation by puncture was performed.may 25th: discharged from hospital.the treatment and the patient's condition up to the procedure on (B)(6) are unknown since receiving notification of a urinary tract infection.furthermore, the circumstances leading to the diagnosis of the urinary tract infection (such as blood test data or whether or not there was a fever) are also unknown.doctor's opinion: this was the first time used interceed in this surgical procedure. The doctor believes that a leak may have occurred at the anastomosis site between the bladder and urethra, leading to a urinary tract infection since testing has not been conducted, it cannot be determined. This was the first time the product was used in this case, and that the urinary tract infection occurred within the period during which the product could be fully absorbed, there is possibility that the product inhibited the absorption of urine from the leak site.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.